Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +22.5d) in the sulcus and underwent concurrent descemet membrane endothelial keratoplasty (dmek) on (B)(6) 2025. The patient waited several months before starting light treatments. Upon return to clinic on (B)(6) 2025, the lens was noted to be partially dislocated from the sulcus. A secondary procedure was performed on (B)(6) 2025 to reposition the lens. On (B)(6) 2025, the patient reported blurry vision and shadowing prior to completing their first light adjustment. During the next visit on (B)(6) 2025, approximately 7 months after implantation, the treating physician noted possible polymerization of the lens. Despite patient complaints of blurry vision, final lock-in was completed on (B)(6) 2025. On (B)(6) 2026, the lal was explanted due to visual disturbances secondary to iol changes consistent with polymerization.